Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, access site complications occurred, specifically damage at the right common iliac artery (cia) and external iliac artery. Subsequently, a stent was placed to address the access site damage.

Event description:
It was reported that during the implant procedure of a transcatheter valve, access site complications occurred, specifically damage at the right common iliac artery (cia) and external iliac artery. Subsequently, a stent was placed to address the access site damage. Additional information was received that damage was a dissection that occurred at the end of the procedure. Per the physician, the cause of the dissection was unknown but the patient had narrow vessel diameter and calcification that were contributing factors. The minimum diameter of the access vessel was 5 mm. Additional information was received that a cerebral infarction occurred the day of the valve implant procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx+ valve, product ID: evfxplus-26, serial: (B)(6) , use by date: 2027-05-30, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, access site complications occurred, specifically damage at the right common iliac artery (cia) and external iliac artery. Subsequently, a stent was placed to address the access site damage. Additional information was received that damage was a dissection that occurred at the end of the procedure. Per the physician, the cause of the dissection was unknown but the patient had narrow vessel diameter and calcification that were contributing factors. The minimum diameter of the access vessel was 5 mm.